Event description:
It was reported that a dependent patient presented remotely via merlin.net. Upon review of the transmission, the right ventricular (rv) lead exhibited noise oversensing. The patient was brought in to the clinic and programming changes were made on the device. The patient was in stable condition.